Event description:
Patient was revised bilaterally to address pain (left and right entered on separate complaints). There was some grey tissue on the right side. Update rec'd 5/16/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from clicking, catching, peritrochanteric fluid and slight elevations of chrome and cobalt. There is no new additional information that would change the outcome of the investigation. Update rec'd 11/4/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and increased metal ions. The stem is being added for the stated increased metal ions (no lab results given). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/1/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.